Event description:
Caller reported potential false positive troponin I (tni) result when testing pt sample on triage cardio profiler vs. Beckman dxi.

Manufacturer narrative:
Product support did not confirm the client's observations of discrepant tni results while testing retained devices in-house. Tni recovery was within mfg 2sd range on positive control. Negative control gave results where tni <0.1 ng/ml. There were no error codes. A review of mfg release data showed tni results to be within release specifications. Product support could not rule out sample-specific interference without return of pt sample. Tni complaints are routinely tracked and trended. Product deficiency was not established; no corrective action is required at this time.